Event description:
Rptr had complaints of continuous health problems, peaking in 10/93, including severe, chronic fatigue, neck and back pain, frequent migraines, diarrhea, sun sensitivity, itchy scalp, hot flashes, insomnia from time to time and depression.